Manufacturer narrative:
The recipient reportedly experienced pain at the implant site for about a year. No further information will be provided.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual and the photographic imaging inspections. System lock was verified. The device passed the electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient was reportedly explanted due to pain. The recipient was reimplanted with another cochlear device.